Event description:
On (B)(6) 2012, tha was performed and the accolade tmzf was implanted. On (B)(6) 2023, trunnionosis was confirmed and the doctor decided to perform revision surgery on (B)(6) 2023 to remove the accolade tmzf.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.